Manufacturer narrative:
Invacare was made aware of an event that occurred in united kingdom with 5-year-old action 3 sp manual wheelchair manufactured by invacare france. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. No malfunction of the wheelchair was alleged, the occurrence was the result of unintended user error. Self-propulsion of the wheelchair is accomplished by pushing forward on the rear wheel. Accessories such as handrims or spoke guards are available but were not on the chair at the time of the incident. The end user chose to order a new wheelchair with a reduced number of rear wheel spokes. If additional information becomes available, a follow-up medwatch will be filed.

Event description:
It was reported a patient broke a pinky finger on one hand and injured his pinky finger on the other hard. He advised he was rushing to the toilet, and he trapped his fingers in the spokes of his 5 year old action 3 sp manual wheelchair. He advised he has caught his fingers since this incident, but no further damage has occurred.